Event description:
A customer reported to baxter (B)(4) that a leak occurred from the transfer set. The transfer set had been used for one month and it was noted that liquid could not be stopped even if closing the clamp. There was no patient injury reported. The customer reported no use of any additional disinfectant.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on dark blue connector with connector attached and no cap on patient connector in reference to no shut off. A lab titanium adapter was functionally hand tightened without difficulty and pressure tested underwater with no leak noted. A white cap was placed on the dark blue connector for pressure test. During visual inspection no abnormalities were noted. The complaint could not be confirmed in the lab. Based on the information obtained from baxter's investigation, the root cause of the complaint cannot be determined. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.